Manufacturer narrative:
Correction: the correct date of implantation is (B)(6) 2023, not (B)(6) 2023 as previously reported. Device analysis report attached. This report is submitted on february 21, 2024.

Manufacturer narrative:
This report is submitted on january 08, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to poor implant placement. The patient was reimplanted with another cochlear device during the same surgery.